Manufacturer narrative:
Upon complaint review, it was determined that the investigation was updated. Device evaluation: the device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the lower (forward) trigger was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had a sticky trigger and made an unusual sound. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor or electronic control unit assembly wear due to usage over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had a sticky trigger and made an unusual sound. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.